Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoviewhempro jaw and c-ring are not smoothly pulled and pushed from harvesting cannula by the surgeon. The surgery was done completely by the captioned device. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). The device was returned to the factory on 04/01/2020. An investigation was conducted on 04/22/2020. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed. The heater wire on the harvesting device was observed to be slightly flexed at the center of the hot jaw to the tip of the hot jaw, but remained attached at the base and tip . There were no other visual defects observed. A mechanical inspection was conducted. A mechanical evaluation was performed. Following the IFU (instructions for use), the harvesting tool was inserted into the cannula via the tool adaptor port. The tool went into the cannula with no difficulty. The tool was then retracted. No difficulty was observed as well. A reference endoscope was inserted with no visual or manual difficulties. The mechanical evaluation was conducted again, with no visual or mechanical difficulties. Based on the returned condition of the device and the results of the investigation the reported failure mode "mechanical issue" was not confirmed, but was confirmed for the analyzed failure "material twisted/bent wire ".

Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoviewhempro jaw and c-ring are not smoothly pulled and pushed from harvesting cannula by the surgeon. The surgery was done completely by the captioned device. The hospital did not report any patient effects.